Event description:
The right back side of the wheelchair sheared off and resident's top half of body slide to the floor with wheelchair upright, feet in wheelchair seet. There were no bumps, breaks on skin integrity to the scalp. Resident denies any complaints of pain, discomfort, headache. Pupils are equal and accomadate and react well to lightinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: expected wear/deterioration, material degradation/deterioration, sterilization. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.